Manufacturer narrative:
(B) (4)

Event description:
It was reported the pt experienced ambulation changes, nausea, dizziness, new pain, left sided tightness, and blurred vision. The symptoms occurred on the left side. This occurred twice when the pt was stretching backward and forward. Impedance readings were normal with the pt stretching. C0: 588 ohms, c1: 858 ohms, c2: 816 ohms, c3: 1146 ohms, 01: 864 ohms, 02: 1020 ohms, 03: 1397 ohms, 12: 954 ohms, 13: 1500 ohms, 23: 1037 ohms. The 0+1-2- 5.8v/450pw/100hz and therapy impedance of 717 ohms. The battery voltage was measuring at 3.67v and at bol battery was 3.72v. The pt was a dystonia pt with high energy usage. The hcp indicated a possible extension fracture but was unable to determine. The device and extension were replaced on (B) (6) 2009. The pt also received botox to the posterior cervical muscle with plans to repeat as needed. The hcp reported the pt outcome as "no injury".